Event description:
It was reported that 15 syringes 10ml saline fill china sp had a plunger that was difficult to move. The following information was provided by the initial reporter: "in the process of flush using, the plunger rod cannot be pushed halfway during use, and the remaining 3-4ml cannot be pushed. It can return 4 products with problems".

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 14511. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 15 syringes 10ml saline fill (B)(6) sp had a plunger that was difficult to move. The following information was provided by the initial reporter, "in the process of flush using, the plunger rod cannot be pushed halfway during use, and the remaining 3-4ml cannot be pushed. It can return 4 products with problems."